Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had insufficient blood flow the following information was provided by the initial reporter: "during the arterial blood collection for the patients, it was found that the arterial blood collection device did not show negative pressure and the blood extraction was not smooth. No pic. No sample."

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd preset¿ arterial blood collection syringe had insufficient blood flow the following information was provided by the initial reporter: "during the arterial blood collection for the patients, it was found that the arterial blood collection device did not show negative pressure and the blood extraction was not smooth. No pic. No sample."